Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. This report filed (B)(4) 2014. Device currently unavailable.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection the internal device and the issue could not be resolved.